Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Patient weight was reported to be (B)(4). The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents for potentially associated lot numbers h13g15032 and h13i04081 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as cmplnt-(B)(4).

Event description:
It was reported a patient experienced and was hospitalized the same day for fungal peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date the patient was treated with fluconazole (dose, route, frequency and duration not reported). The cause of the peritonitis was unknown. Nine days after admission it was reported that the pd catheter was removed. The same day, it was reported that the patient was recovered from the peritonitis event but was going to remain hospitalized until the ¿transplant in a few weeks.¿ it was reported that hemodialysis was going to be started on an unreported date. No additional information is available. This is report 1 of 4 involved in this peritonitis event.